Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that pumping stopped was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory testing was performed using alaris system maintenance (asm) preventive maintenance on the reported suspect device and confirmed the pca was operating as intended, successfully passing all asm tasks performed. A test infusion was conducted with a drug amount of 1000 mcg and a diluent volume of 1 ml using the reported drug of the event, hydromorphone. No alarms were observed during the trial and the infusion ended successfully. The reported event occurred on 30 january 2025, between 3:01 am and 4:00 am. A review of the pca event log found that the events from that date had been overwritten due to continued use; however, the pca module's error log showed no errors recorded on the reported event date. Review of the pcu logs could not be performed because the suspect pcu and its associated logs were not returned for investigation; therefore, programming parameters and drug information could not be confirmed. An external inspection confirmed that the door opened, closed, locked, and unlocked freely, with no mechanical issues detected. The hinges were also found to be in good condition. An internal inspection revealed no anomalies in the device, and all inspected parts were verified to be manufactured by bd the alaris pca module technical service manual states the pca module is equipped with a locking security door and a patient handset. Its door lock sensor detects three positions: unlock, which allows syringe loading or unloading and detaching the module; program, which permits changes to programmed settings without interrupting an infusion; and lock, which is necessary to initiate an infusion. Technical service manual states the module stops fluid flow under alarm conditions, but it requires periodic patient monitoring to ensure proper infusion. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue that pumping stopped was not determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was initially reported that the device had issue with "door closure, intermittently beeping throughout shift". There was no patient involvement per initial report. A copy of the medwatch report from FDA was received, which states, "alaris infusion module stopped pumping. No alarm or settings changes made. Patient complains of (c/o) severe chest pain, rapid response team (rrt) called "bd received additional information through due diligence attempts. It was reported that the clinician "did handoff for pca at shift change. Dual sign-off completed with charge nurse. Pump having issues with door closure, intermittently beeping throughout shift. Patient c/o severe chest pain, rrt called and noticed carrier fluid for pca had stopped and wasn't running. Unknown when carrier fluid suddenly stopped because this rn did not turn off pump or adjust settings." Due to the event, it was reported that the patient "was provided alternative therapy". The customer indicated "patient ultimately ok after time elapsed to correct issues." The medication at the time of the event was hydromorphone with carrier fluid 0.9% normal saline, rate of infusion 1mg/ml. In the medwatch report submitted by the facility, the customer indicated "outcomes attributed to adverse event: other serious or important medical event".

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was initially reported that the device had issue with "door closure, intermittently beeping throughout shift". There was no patient involvement per initial report. A copy of the medwatch report from FDA was received, which states, "alaris infusion module stopped pumping. No alarm or settings changes made. Patient complains of (c/o) severe chest pain, rapid response team (rrt) called "bd received additional information through due diligence attempts. It was reported that the clinician "did handoff for pca at shift change. Dual sign-off completed with charge nurse. Pump having issues with door closure, intermittently beeping throughout shift. Patient c/o severe chest pain, rrt called and noticed carrier fluid for pca had stopped and wasn't running. Unknown when carrier fluid suddenly stopped because this rn did not turn off pump or adjust settings." Due to the event, it was reported that the patient "was provided alternative therapy". The customer indicated "patient ultimately ok after time elapsed to correct issues." The medication at the time of the event was hydromorphone with carrier fluid 0.9% normal saline, rate of infusion 1mg/ml. In the medwatch report submitted by the facility, the customer indicated "outcomes attributed to adverse event: other serious or important medical event". Additional information was received following an on-site visit by manufacturer representative. Customer stated that all known information regarding the event was contained in the medwatch and no additional details are available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was initially reported that the device had issue with "door closure, intermittently beeping throughout shift". There was no patient involvement per initial report. A copy of the medwatch report from FDA was received, which states, "alaris infusion module stopped pumping. No alarm or settings changes made. Patient complains of (c/o) severe chest pain, rapid response team (rrt) called "bd received additional information through due diligence attempts. It was reported that the clinician "did handoff for pca at shift change. Dual sign-off completed with charge nurse. Pump having issues with door closure, intermittently beeping throughout shift. Patient c/o severe chest pain, rrt called and noticed carrier fluid for pca had stopped and wasn't running. Unknown when carrier fluid suddenly stopped because this rn did not turn off pump or adjust settings." Due to the event, it was reported that the patient "was provided alternative therapy". The customer indicated "patient ultimately ok after time elapsed to correct issues." The medication at the time of the event was hydromorphone with carrier fluid 0.9% normal saline, rate of infusion 1mg/ml.